Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false air in line alarms which were not reproduced. The alarms were confirmed during a review of the event history log. Evaluation found a failing upstream sensor to be the cause. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message during therapy (medication, programmed amount and delivery rate unknown). The patient received their total dose with no harm or adverse effects all the information regarding the patient and event reported to baxter by the customer has been reflected in this report.